Manufacturer narrative:
The event recorded by zimmer biomet under (B)(4). Customer has indicated that product is in the process of being returned to zimmer biomet for investigation. Once the investigation is complete, a follow-up MDR will be submitted.

Event description:
Skin graft mesher plate was bent under mesh grafter wheel. The event occurred during surgery. There were no adverse effect on the patient/user. No adverse events were reported as a result of this malfunction.

Event description:
No additional event information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Conclusion summary: on (B)(6) 2018, it was reported that the unit plate was bent under the mesh grafter wheel. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The device history record (DHR) review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has not previously repaired/evaluated skin graft mesher serial number (B)(4) as documented in the repair reports in livelink. Product review of the skin graft mesher on october 30, 2018 revealed that the comb on the device was bent. No cutters were returned for evaluation. The pretest calibration and sample mesh could not be taken due to the bent comb. Repair of the skin graft mesher was performed by zimmer biomet surgical on october 30, 2018 which included replacement of the damaged comb. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the product review it was noted that the comb on the device was bent. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review it was noted that the comb on the device was bent. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.